Manufacturer narrative:
(B)(4).

Event description:
It was reported that login was prompted during a sensor session. Data was provided for investigation but does not reflect the full investigation window. The allegation was undetermined. The probable cause could not be determined. No injury or medical intervention was reported.